Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Factors that can contribute to balloon rupture include, but are not limited to, balloon damage during manufacturing, weak materials, excessively applied pressure, or interactions with accessory devices, patient anatomy, and/or lesion calcification or tortuosity. Return of the voyager nc catheter used in the procedure may have aided in the investigation and determination of cause. There was no report of any leak in the catheter noted during preparation for use, which would suggest that the balloon was not damaged prior to use. It is possible that the balloon material was damaged (scratched) during interactions with accessory devices, or the moderately calcified lesion, such that the balloon ruptured upon the first inflation at the rated burst pressure (rbp) of 18 atmospheres. A review of the product manufacturing records did not reveal any non-conforming material records associated with this lot and all lot release testing met manufacturing criteria. Additionally, a query of the complaint-handling database was performed and there has been no other incidents reported for this lot. There is no indication of a lot specific product quality deficiency. Without the product to examine, a definitive cause for the reported balloon rupture cannot be determined. This type of reported event will continue to be monitored. All balloon catheters are visually inspected and leak tested prior to packaging. Additionally, a sampling of units is destructively tested to verify rated burst pressure.

Event description:
It was reported that during a procedure of the proximal right coronary artery with moderate tortuosity, moderate calcification, 90% stenosis; the voyager nc was used for pre-dilatation of the lesion, but during the second inflation attempt the balloon ruptured when inflated to 18 atmospheres. There was no reported adverse patient effect. The lesion was further dilated using a 3.25 x 15 mm non-abbott balloon catheter. The procedure was completed after deployinng a 3.5 x 18 mm non-abbott stent. No additional information was provided.